Manufacturer narrative:
Customer reports experiencing false positives when running negative controls with lots m2200391 and m2200442. Field applications team worked with the customer to determine root cause of false results as user contamination. The devices were functioning correctly. Field applications team worked with customer to rectify contamination and no further communication has been received. We will continue to monitor complaints of this nature. This complaint case was identified as reportable as the device concerned is related to the eua format of this product, currently on market in the united states ( l018180130096). Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.

Event description:
Customer reports experiencing fale positive results when using negative control material. Customer reports issue with two kits lot# m2200391 and lot# m2200442.